Event description:
Pt reported that their blood glucose has been rising for three weeks, and by the end of last week their blood glucose was very high (300-400 mg/dl). Pt also reported that they were awoken by low battery alarm, and they noticed that the battery would not stay in the device because there was a crack in the device. The pt is visually impaired and states that they did not previously see the crack. No treatment was received for the elevated blood glucose. Pt switched to their back-up device and their blood glucose returned to normal.